Manufacturer narrative:
Final analysis found an insulation abrasion at 5.4 cm to 5.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction to the another implantable device.

Event description:
It was reported that the ventricular lead exhibited noise that led to pacing inhibition. The lead was explanted and upon extraction, an insulation anomaly was observed. The lead was successfully replaced.